Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. The pod generated an 0x3d alarm during priming, indicating that the step sensor was asserted before the wire was driven. The pod was reran, and the alarm was replicated. No damages or deficiencies were observed that would contribute to the generation of the alarm. The cause of the 0x3d hazard and subsequent needle mechanism complaint could not be determined.